Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-04321. It was reported that restenosis occurred. On (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as unstable angina. Abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was referred to elective cardiac catheterization. Subsequently, coronary angiography and the index procedure was performed. The target lesion was located in the 1st right posterolateral (rpl) branch with 95% stenosis and was 12mm long with a reference vessel diameter of 2.50mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 12mm study stent, resulting in residual stenosis of 0%. The target lesion #2 was located in the distal right coronary artery (rca) with 95% stenosis and was 18mm long with a reference vessel diameter of 3.00mm. The target lesion #2 was treated with pre-dilatation of a 3.00x 20mm study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. On (B)(6) 2014, the patient experienced worsening chest discomfort across the upper chest radiated to the jaw over two weeks. Subsequently, the patient was referred for cardiac catheterization. Coronary angiography was performed and revealed absence of thombus and aneurysm with 30% branch stenosis and timi 3 flow in 1st rpl and also absence of thrombus and aneurysm with timi 3 flow in distal rca. Seven days after, the patient returned for the planned CABG to treat the progressive coronary disease and CABG x 5 vessels were performed on the left internal mammary artery (lima) sequenced to diagonal and left anterior descending artery (lad), reverse saphenous vein graph (svg) to 1st obtuse marginal (om) and reverse sequential svg to right posterior descending artery (r-pda) and rpl. Four days post procedure, the patient was discharged on dual antiplatelet therapy.